Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor needle break issue. The customer¿s blood glucose level was unknown. Customer also stated that while inserting sensor they recognized that the sensor needle was break and still attached. Customer reported that they did not report about needle fractured while in the body or needle was not hard to remove. The device will not be returned for analysis.